Manufacturer narrative:
(B)(4). This report of use error (reuse of single use supplies) was confirmed based on the user's report of switching out a bag but not the disposable set following an alarm. The cause of the use error is undetermined. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) stated after he changed the bags, the hc ran fine. The hp inspected the suspect bag and found the frangible did not create a hole when he broke it. The hc was at "connect yourself". The hp would connect when ready. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Writer contacted the home patient (hp) on (B)(6) 2011 regarding the reported problem. The hp stated that he had only changed out that one bag with the problem and resumed therapy. The hp stated that there was a problem with the frangible of the bag. The frangible of the bag was blocked and would not allow the fluid to flow out. The hp discarded the bag. The hp was continuing therapy without any other complications. No further information was provided. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). If additional information becomes available, then a follow up MDR will be submitted.